Event description:
The dealer reported that the concentrator is not alarming. This issue could prevent a user from being alerted to the concentrator shutting down for repairs and they may not have another source of oxygen.